Event description:
Pt was enrolled into study protocol tc-01-07-0597 in 2000. In 2000, 11 cassettes of transcyte were placed on the pt's full thickness burns. The pt had sustained 60% total body surface area burns in 2000; 55% were full thickness burns. In 2000, eight days after application, study personnel recorded that there was a purulence under a portion of the trnscyte. Approximately 1.5 cassettes were removed from the wounds. A swab culture revealed heavy growth of methicillin-resistant staphyloccus aureus. The infection was treated with topical antibiotics. The infection subsequently resolved. Study personnel do not believe that transcyte caused or contributed to the occurrence of the infection.